Event description:
It was reported that during central processing, the prograsp forceps instrument was not opening. There was no report of patient involvement. Intuitive surgical, inc. (Isi) contacted the customer; however, no additional information was provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the prograsp forceps instrument to perform failure analysis (fa). Fa was not able to confirm nor reproduce the customer reported complaint. The instrument articulated as expected during the manual articulation test. The grips opened and closed properly. There was no grip misalignment observed during visual inspection. The instrument was fully functional, and no product issue was identified.